Event description:
It was reported that a vns patient received a high impedance warning during device diagnostic testing. The patient's treating vns therapy physician indicated that the patient "feel the stimulator sometimes goes off and not all the time." X-rays of the patient's device were reviewed by the patient's radiologist, and no anomalies were reportedly identified. Good faith attempts for additional information are in progress.

Manufacturer narrative:
Treating medical facility reviewed x-rays of implanted device. X-rays reviewed by the treating medical facility, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.